Manufacturer narrative:
Additional information received indicates that the event was not associated with any loss of power events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery/bat315836. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 02/28/2017, mfg. Date: 02/28/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and backup controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient noted random beeping coming from her controller. The patient's equipment was inspected by the vad coordinator who indicated that everything looked fine with no dust, kinks, damage or dirt. The patient was re-educated on the checking of her connections prior to her leaving the clinic. It then appears that the patient continued to have more "random beeps" at home and experienced a high priority (lasting a few seconds) over the weekend. Before the patient had a chance to read the controller display, the alarm had disappeared. The patient reported before extremely anxious about this event and came into the clinic on (B)(6) 2016. At this visit, the patient's controller exchanged with no reported patient consequence and her controller log files downloaded. A review of the log files revealed a critical battery alarm involving one of the patient's batteries while it was at 75% capacity. The patient had already left the clinic at this point. She was called and instructed to mark the battery, take it out of service and return it for evaluation at her next clinic visit.

Manufacturer narrative:
(B)(4) was not returned. It was reported that the patient was experiencing random beeping and critical battery alarms. The controller was returned for evaluation. The battery was not returned despite multiple attempts to obtain the unit. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller experienced a critical battery alarm on (B)(6) 2016 involving (B)(4). During the critical battery alarm, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This is indicative of a communication error between the controller and battery. (B)(4) was also involved in premature power switching events. The most likely root cause of the premature power switching events can be attributed to communication error and/or momentary disconnections between the controller and battery; momentary disconnections will result in an audible tone. As a result, the most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and battery. An internal investigation has been open to evaluate momentary disconnections and the communication errors on the controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.